Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain what is meant by ¿they broke into pieces? Did the cartridge break into pieces? Did this happen outside of the patient? Did any pieces fall inside the patient? If so, were all pieces retrieved and accounted for? If no, please explain. Was the reverse button attempted? If so, did it function properly? If no, please explain. Did the jaws eventually open?

Event description:
It was reported that during a sleeve gastrectomy procedure, after the first firing of the device it was pulled out of the trocar to replace the reload. The jaws would not open. The manual over ride was tried but the jaws still would not open. While trying to open the jaws they broke into pieces. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Batch number r57z54. Investigation summary: the analysis found that one plee60a device was returned with the firing trigger broken and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please explain what is meant by ¿they broke into pieces? Did the cartridge break into pieces? Did this happen outside of the patient? Did any pieces fall inside the patient? If so, were all pieces retrieved and accounted for? If no, please explain. Was the reverse button attempted? If so, did it function properly? If no, please explain. Did the jaws eventually open? I think there has been a misunderstanding. Nothing was ¿broken into pieces¿. The jaws of the device just locked, and they were not able to open the jaws of the device outside of the patient. No patient consequences. They opened up a new device and successfully completed the procedure.